Manufacturer narrative:
The device was returned to olympus service operation repair center (sorc). The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the image of the device was not displayed. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus service operation repair center (sorc). Sorc checked the device and found that the reported phenomenon could not duplicated. Sors found that failure of the locking lever of the video connector socket of the device and corrosion of the terminals of the video connector socket of the device. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown; however, the following was supposed to be the cause. - approximately 12 years have passed since the device was manufactured. - the reported phenomenon was occurred because the locking lever of the video connector socket of the device was broken by aging degradation or other and the terminals of the video connector socket had poor contact by unstable lock. - the reported phenomenon was occurred because the terminals of the video connector socket of the device was broken by aging degradation or excessive stress and the terminals of the video connector socket had poor contact. - the reported phenomenon was occurred because when the user left dust, dirt, chemicals, etc. On the terminals, the terminals were corroded, and the terminals of the video connector socket had poor contact.